Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(4), batch: 7075313.

Event description:
It was reported that a clinical study patient experienced poor wound healing, erythema, and swelling at the spinal cord stimulation (scs) lead incision site after the trial leads were removed following completion of the trial period. The patient was prescribed antibiotics, and the event was resolved. There was no infection noted on the swabs, however, the insertion points were slow to heal completely. The patient was withdrawn from the study due to his history of poor healing. The physician assessed the event as possibly related to procedure and possibly related to device hardware, not stimulation.